Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states "intraoperative and postoperative bone fracture and/or postoperative pain". Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
Patient reported experiencing pain and decreased activity approximately one year post-implantation. There has been no revision procedure reported to date. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2016-03877, 0001825034-2017-10309, 0001825034-2017-10303, 0001825034-2017-10313 medical devices: pn: 12-115121 biolox ceramic femoral head ln:271490; pn: 51-100050 taperloc stem ln:2870605; pn: 010000857 g7 neutral e1 liner ln: 3527267; pn: 010000663 g7 acetabular shell ln: 3578496. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.